Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3387s-40, lot# va19we0, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the entire dbs system was going to be removed because there was erosion at the lead/extension connection site. The doctor was to remove the dbs system. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep, reporting that the erosion was caused by the patient picking at the lead/extension connector site while in the shower, resulting in the system explant. No further patient complications have been reported as a result of this event.